Event description:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The customer provided logs and additional information, but we found it was for another issue that happened on 05/25/2021 with similar issue. When we inquired about the other logs, they stated they did not have them. The audible alarms are currently working. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The customer provided logs and additional information, but we found it was for another issue that happened on (B)(6) 2021 with similar issue. When we inquired about the other logs, they stated they did not have them. The audible alarms are currently working. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with some of the patient information and device information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver (B)(6) 2021 and (B)(6) 2021. Model: org-9700a. (B)(6). Telemetry transmitter (B)(6) 2021. Model: zm-920pa. (B)(6). Telemetry transmitter (B)(6) 2021. Model: zm-920pa. (B)(6). Patient information for (B)(6) 2021. A2 age at time of event: 70 year(s). A2 date of birth: (B)(6) 1951. A3 sex: male. A4 weight: 165 pound(s). A6 race: asian.

Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The audible alarms are currently working. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver model: org-9700a sn: (B)(4) telemetry transmitter model: zm-920pa sn: (B)(4)

Event description:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The audible alarms are currently working. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not audibly alarm for a bradycardia event. However, the alarm was showing in the event list. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not audibly alarm for a bradycardia event. However, the alarm was showing in the event list. The audible alarms were currently working. No patient harm was reported. Investigation summary: device logs were collected on (B)(6) 2021 and provided to nihon kohden corporation (japan) for analysis. Examination of the logs showed it did not contain the information required for analysis. It was log data only going up to (B)(6) 2021 and did not cover the events reported on (B)(6) 2021 and (B)(6) 2021. As such, the root cause could not be determined. The service history shows that the alarm issue did not recur. Prior to the events above, the customer requested assistance with the cns falsely alarming for vtach and vpc. The customer explained that the patient was on a pacemaker. The root cause for the missed events could not be determined due to insufficient data. Alarms are triggered based on a set of criteria set forth in the ECG algorithm. The arrhythmia analysis algorithm application guide describes the inherent limitations in such an algorithm. There is no indication that the cns had malfunctioned. A service history for this cns shows this is an isolated incident and there was no recurrence history for this device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.